Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose (bg) reading of 538 mg/dl and ¿hhh¿ on the blood glucose meter with confusion. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was also reported that the user was diagnosed with an upper respiratory condition that was being treated with antibiotics. During troubleshooting with customer technical support (cts), it was revealed that the pump was losing prime due to the user not completing the prime steps according to the instructions for use. The reporter was informed by cts that losses of prime were triggered by power interruptions and/or were related to cartridge changes, and the pump required that the prime steps be completed in order to be used. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.